Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. E1: initial reporter phone: (B)(6). The device was returned for analysis. Visual inspection revealed that the sheath was kinked.

Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in the left anterior descending (lad) artery. An opticross hd imaging catheter was advanced for ultrasound examination. During the procedure, the catheter was fractured. Another of the same device was used to complete the procedure. No complications were reported, and patient status was stable.

Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in the left anterior descending (lad) artery. An opticross hd imaging catheter was advanced for ultrasound examination. During the procedure, the catheter was fractured. Another of the same device was used to complete the procedure. No complications were reported, and patient status was stable.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.